Manufacturer narrative:
This event occurred in (B)(6). (B)(4)

Event description:
The customer complained of erroneous results for 1 patient tested for troponin t hs stat (high sensitive short turn around time) troponin t hs stat. The erroneous result was reported outside of the laboratory. The initial troponin t hs stat result was 15.18 pg/ml on the e411 instrument with serial number (B)(4). The sample was repeated twice on a different e411 instrument with serial number (B)(4). The results were 11.64 pg/ml and 10.65 pg/ml. A result of 15 pg/ml was validated but was corrected to 11 pg/ml on (B)(6) 2015. No adverse event occurred. The troponin t hs stat reagent lot number was 18260301. The expiration date was not provided. Calibration results were acceptable. It was noted that the low level quality controls showed a large scatter.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.the field service representative visited the customer site and performed several service actions. After this visit and associated actions, no further issues were reported.